Manufacturer narrative:
Investigation revealed that there was no system malfunction. Case logs were not provided, so a formal investigation could not be completed. However, it was reported that the screws in question were misplaced in the same direction. This is indicative of a registration shift or dynamic reference base (drb) shift. Both registration and drb shifts can result in a loss of navigational integrity. After the registration has been completed, it is recommended to perform a landmark check or verification to ensure that the registration was successfully calculated . Using the navigated verification probe, touch an anatomical landmark and verify that the corresponding location is shown on the system monitor . Ultimately, the user opted to replace the implants at t10 and t11-r by re-registering the patient intraoperatively using excelsius3d and the case was completed with no adverse effects to the patient reported. It was reported that screws were misplaced at t10, t11-r, and t12. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that while using the excelsius gps system, t10-l2 open fusion instraop merge with e3d, t10/t11/t12 were all medial/lateral missed screws, t12 right and lumbar screws were perfect. T10 bilateral and t11 right were removed and replaced after the second e3d spin.